Event description:
A failure to power up was reported.

Manufacturer narrative:
(B)(4). A failure to power up was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.